Event description:
It was reported that the resident was transferred to a bed using a maxi move ii with a stretcher frame attachment. The 2 caregivers were turning the lift to position where resident was above the bed (the resident was straight over the mattress), the lift started to tip sideways. As a consequence of the event the resident fell on the bed and the lift and stretcher frame landed on top of resident. The customer reported that the power cord for the air mattress was laying across the floor under the bed where the lift legs would have been to position the resident over the bed . The cord was removed. The resident sustained a left shoulder fractured .